Manufacturer narrative:
This report is submitted on september 01, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to incorrect electrode placement. The patient was hospitalized for 5 days (date not reported) for the explant surgery.

Manufacturer narrative:
This report is submitted on august 8, 2023.